Event description:
It was reported that on (B)(6) 2024, there was a red paint substance on the silver part of the impactor at the time of delivery. It did not seem to be blood. Although it was wiped with alcohol, it did not come off well. Therefore, the product was brushed and polished to remove the red paint substance completely before sterilization. The product was planned for use for surgery on (B)(6) 2024. The surgery was completed successfully. Patient was stable. This report is for a helical blade inserter.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.